Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6) hospital (B)(6) hospital (B)(6).

Event description:
It was reported, the colonovideoscope had occasional e315 incompatible scope errors and e216 scope communication errors, where the images streaked, and the same fault occurred after the device was repaired three times. The issue occurred during preparation for use in a diagnostic gastroscopy procedure. No delay to the procedure was reported. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of e315 error displayed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that circuit boards in scope connector were damaged while the user was handling the device, which led to occurrence of the event. Damage of the boards may have been due to irregular electrical damage applied to electric contacts at scope. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): chapter 3 ¿preparation and inspection¿ the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 "the workflow of preparation and inspection" "the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: ¿ "using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage". Chapter 5 ¿troubleshooting¿ the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: ¿ "never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage".